Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned loaded in a device. The needle was returned bent so the needle tip would hit outside the beveled wall when toggling. A partial suture was attached to the needle. The needle needed to be broken in order to be removed from the instrument. The instrument blade marks were observed on the cones outside the loading slot on both needle halves. It was reported that the needle disengaged into the patient's cavity. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the needle bent. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of instrument marks on the cone. The product analysis noted evidence that the device was not used as intended. This issue may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#:j4h2660ey), 173016, 173016 endo stitch instrument (lot#: j4h2660ey), vloca208l, vloca208l v-loc 180 2-0 abs reload20cm (lot#: n4h2055y), vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#: n4h2055y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a total laparoscopic hysterectomy, when closing the vaginal cuff, the needle bent and disengaged into the patient's cavity for both handle and all 3 reloads. The needle was retrieved with a grasper. Another device was used to resolve the issue. There was no patient injury.